Event description:
It was reported to boston scientific corporation that an advanix biliary stent had been implanted during a procedure. According to the complainant, when they tried to remove the stent with a snare, it broke into pieces and went into the bile duct. The broken fragments had to be removed from the bile duct with a balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for stent broke. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.